Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deploying the stent were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mildly tortuous, concentric, mid internal carotid artery, the 9-7 x 30 mm xact stent was being deployed, however, only the distal segment opened; the proximal portion became stuck in the delivery sheath and could not be deployed. The device and stent implant were removed from the anatomy without issue. A second xact stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.